Event description:
On (B)(6) 2013, the clinic mgr reported a machine failure in functional testing occurred "post adverse event." The exact nature of the event was unk. The customer described the event as 'apparently cardiac related." Upon f/u, clinic mgr stated the pt coded during treatment and was then transported to the hosp and admitted. Post discharge, the pt's physician ordered the pt to be monitored on a crit-line. The cardiac event was suspected to be cardiac stunning; however, the clinic manager was unsure of an exact diagnosis or if it was a myocardial infraction. The pt continued treatment after the event with no issue. It was also noted the pt is currently doing well. The following is based on medical records provided: (B)(6) 2013 - the pt's vitals as follows: blood pressure 88/63, pulse 55 regular, respiration 16, states post weight, respiration estimated from incoming vitals due to pt leaving by "squad". Shortly after treatment initiation, pt's bp was 96/62. The pt stated "feeling sweaty" and "not feeling good" and 200 ml of saline was administered. Minutes later the pt's bp was 111/73 hr 87 and the pt coded. The pt was put into trendelenburg position and sternal rub was applied. The pt did not respond to verbal and tactile stimulation and AED pads were applied. Oxygen applied by mask on o2 tank running at 10l/min. Treatment discontinued and blood rinsed back. The pt was taken to the ER. Hospital notes state: pt regained consciousness upon arrival. Admitting diagnosis were cardiac arrest, ischemic cardiomyopathy, severe 3 vessel coronary artery disease, diffuse small vessel disease.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review. We have contacted the initial reporter. This ade includes all info received to date. The post market clinical staff and physician has reviewed the pt's medical records related to the reported event. Based on the info provided, it is unk how the device may have caused or contributed to the event. The pt experienced a cardiac event during hemodialysis treatment and was subsequently admitted to the hospital. The pt continued hemodialysis treatment in the hospital while being monitored resulting in no issue. Currently, the pt is being monitored on a crit-line. The pt continues treatment and is reported to be doing well. The eval of the machine is pending. A supplemental report will be submitted upon completion of the investigation. Reference MDR #s: 1225714-2013-03584, 1713747-2013-00539, 8030665-2013-00701, 2937457-2013-00397.